Event description:
Same event as MFR report #: 2134265-2008-1971. It was reported that during an iliac stenting procedure a device breakage occurred. The pt presented with multiple aneurysms in both the left and right iliac. First, the aneurysm in the right iliac artery was "coiled", and then the wallgraft endoprosthesis unit was advanced to the left iliac. There was difficulty advancing the wallgraft unit, however, it did not kink. At some point the tip detached, and it was not visible by x-ray and the location is unknown. A second wallgraft endoprosthesis unit was advanced as well with the tip also detaching. After two incidences of tip breakage, a third wallgraft unit was successfully advanced and deployed. The pt was reported as stable following this procedure. Some days later, following an additional intervention of the left side, the pt died in the hosp.